Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing that resulted in the delivery of several inappropriate shocks and exhaustion of tachycardia therapy. The patient experienced pain from the shock therapy. Tachycardia therapy wsa programmed off, the patient was fitted with a lifevest and a lead revision procedure was planned for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that an invasive procedure was performed. The lead was explanted and was observed to have fractured upon review of diagnostic imaging. Additionally, during the laser extraction of the lead, the superior vena cava (svc) was severed in two places. The patient coded and required rescue and the chest to be cracked open to repair the svc. The patient was successfully rescued and the svc was repaired. The chronic device was placed back in the pocket and the physician plans to perform an upgrade to a biv device on a future date. No additional adverse patient effects were reported. Attempts to obtain additional information were made, however, no additional information is available at this time. Available information indicates that this device remains implanted and in service.